Event description:
Event verbatim [preferred term] it burned my skin so badly that skin came off my back [thermal burn]. Case narrative:the initial case was missing the following minimum criteria: other-info not qualifying for ae reporting -all other sources. Upon receipt of follow-up information on 18oct2016, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number and expiration date were not available) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the heatwrap burned her skin so badly that skin came off her back. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group on (B)(6) 2020: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received. Follow-up (18mar2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the reported events thermal burn as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status is not received.

Event description:
Event verbatim [preferred term] it burned my skin so badly that skin came off my back [thermal burn], it burned my skin so badly that skin came off my back [skin exfoliation]. Case narrative: the initial case was missing the following minimum criteria: other-info not qualifying for ae reporting -all other sources. Upon receipt of follow-up information on 18oct2016, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported the heatwrap burned her skin so badly that skin came off her back. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events thermal burn and skin exfoliation as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events thermal burn and skin exfoliation as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.